Manufacturer narrative:
6/25/97-supplemental report #1 submitted to FDA.

Event description:
The device was used during an abdominal hysterectomy procedure. Reportedly, the staples did not close. The surgeon applied suture without pt injury.